Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the universal seal had an air leak. The customer used a backup universal seal to continue with the procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the leak occurred when a 5 millimeters forceps instrument was being used without a reducer. During the insufflation issue, visualization was reduced, but the customer was able to operate the instruments without a problem. The customer noted that although air was leaking, the abdomen had been kept inflated. The operation was completed with no intra-operative or post-operative complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis testing. The universal seal accessory was analyzed, and the complaint was not confirmed by failure analysis. A visual inspection displayed no signs of physical damage. No product issue was identified.